Manufacturer narrative:
(B)(4). Date sent 2/11/2025. D4 batch #982c02. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and no reload present. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not fire could not be confirmed as the device fired without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 982c02, and no non-conformances were identified.

Event description:
It was reported that during a semi-open pneumonectomy, the device used for the bronchial tube and interlobar dissection during right upper lobectomy. There was no linkage between the firing trigger and the progress of the knife (no linkage even if moving forward nor returning). And the device could not be fired at the 1st firing. The device was distorted action that the knife was normally moved forward to a certain extent, and then the knife was returned to a certain extent, the device has returned to normal. The staples themselves were formed as intended and passed the leak test. There was no bleeding. The same device was used as is to complete the case. There were no adverse consequences to the patient. No further information is available.